Manufacturer narrative:
The returned s-ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a ventricular tachycardia (vt) storm which was treated appropriately. A magnetic resonance imaging (MRI) was performed at energy levels above the specifications the system was rated for, with no adverse patients effects or device issues reported as a result. Additionally, this s-ICD was suspected to be depleting prematurely, so data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was subsequently explanted and replaced. No adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a ventricular tachycardia (vt) storm which was treated appropriately. A magnetic resonance imaging (MRI) was performed at energy levels above the specifications the system was rated for, with no adverse patients effects or device issues reported as a result. Additionally, this s-ICD was suspected to be depleting prematurely, so data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was subsequently explanted and replaced. No adverse patient effects were reported.